Event description:
Customer reported a high blood glucose level of 600 mg/dl cause was not known. Customer adminitered a correction injection to address the blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.